Manufacturer narrative:
Follow-up #1: date of submission: 18-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 06-sep-2018 with the following findings: during investigation, evidence of moisture corrosion in the battery compartment, and on the battery cap, with a leak in the battery compartment. The allegation of a blank screen was unable to be duplicated. The pump powered up to a fully functional display. Unrelated to the original complaint, the battery compartment was cracked from the top above the pad to the cover part and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter alleged moisture was present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.